Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to performing the second day of infusion, the patient found "black¿ foreign matter in the e-tubing of a bd saf-t-intima IV catheter safety system. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: a photo and sample were received for analysis. A review of the provided photo confirmed the presence of foreign matter in the extension tubing. However, no foreign matter was observed on the actual device received. We were unable to confirm the reported issue to the manufacturing process and could not determine a root cause for this occurrence. DHR for lot number 6271690 was reviewed and no qns or other events were related to the complaint. Investigation conclusion: the reported defect was confirmed in the picture, but the sample does not show black foreign matter near the adapter. Based on investigation results to date, root cause for manufacturing process cannot be determined.